Manufacturer narrative:
(B)(4). D10: unknown arcos cone body unknown . Unknown head unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00758. 0001825034 - 2024 - 00759. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the hip dislocated from the cup due to a loose proximal body. The patient was revised the same day for dislocation. Patient anatomy was very tight around the proximal stem. Bone potentially blocked full seating.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Impressions: left hip arthroplasty dislocation. A definitive root cause cannot be determined. The reported event was confirmed, based on medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.